Manufacturer narrative:
Upon completion of the investigation it was noted that no root cause could be determined as the flow was only slightly slower. As indicated in the instructions for use: IFU warning: IFU page 4 ¿¿ warning: intracranial pressure is controlled by the height of the drip chamber relative to the patient. It is imperative that neither the drip chamber nor the patient be raised or lowered accidentally. Movement by the patient after positioning of the drip chamber may affect the patient¿s icp. Close the two clamps at the top of the collection bag if it is necessary to invert the eds 3 unit. This will prevent liquid from wetting the vent at the top of the bag, which will prevent proper drainage, and will prevent liquid from refluxing to the drip chamber. From page 6 of the IFU: transporting a patient connected to the eds 3 unit a. Instructions prior to transporting 1. Turn patient line stopcock to the closed position and verify that drainage into drip chamber has ceased. 2. Drain drip chamber into drainage bag by placing the drip chamber stopcock into the drainage only position. 3. When the csf has drained completely into the collection bag, place the drip chamber stopcock into the drip chamber position. 4. Replace the collection bag by referring to the instructions for use accompanying the collection bag. 5. Transport the patient. B. Instructions after transporting 1. Install eds 3 device on the i.v. Pole. 2. Level the eds 3 device to the floor and the patient. 3. Verify proper drip chamber height settings. 4. Resume drainage by placing the patient line stopcock and the system stopcock in the drainage only positions. A review of the device history records could not be conducted as the lot number initially reported was incorrect. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: drainage problem from the drip chamber to the collection bag. The system was placed on (B)(6) 2013. The patient had an icp with external drainage on (B)(6). The eds was removed on (B)(6) 2014. Clinical consequence : infection risk.